Event description:
The customer called to report high blood glucose levels. The customer's blood glucose read high on the glucose meter. The customer stated that she did not give herself a bolus for her breakfast and was attempting to change the infusion set, but was confused on how to do it. The customer was unable to follow instructions during the phone call and the paramedics were called for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.